Manufacturer narrative:
Submit date: 12/17/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with defibrillation electrodes. The customer reported the electrodes were used to monitor the patient, with suspect of acute myocardial infarction, but no cardiac arrest, during transport to intensive care dept. The electrodes were not recognized when connected to equipment, lifepak 12. These electrodes were changed with a new pair, same model, and no problem occurred. The clinicians specified that no problem or complication occurred with the patient.

Manufacturer narrative:
A review of the device history record (DHR) for this lot has been performed. The device history record review showed that the product had met all defined acceptance criteria inspections during the production process. One electrode set was returned by the customer for this complaint. The samples were sealed inside a clear polybag and were attached together by the hydrogel. An opened product pouch accompanied the samples and the reported lot code was confirmed. Each electrode was visually inspected; no abnormalities were identified and there was no evidence of hydrogel dry-out. A visual inspection of each washer/eyelet component was performed; the eyelet crimp was visually acceptable and had a snug fit to the washer which is critical to ensure a good energy transmission from the wire to the gel and on to the patient. The electrode pair was subjected to electrical properties testing, including simulated defibrillation testing, according to finished product release requirements. All test results passed and there were no indications of any issues that may have led to the reported complaint issue. Therefore, the alleged condition could not be confirmed. A possible root cause for the reported issue may be a faulty or broken circuit of the wire and/or eyelet crimp. It is important to note that functional testing is performed on samples collected throughout the production of each order. These tests are destructive and are used to monitor the quality and performance of the product to ensure all product requirements are met prior to release. There have been no design changes to this product within the past year that would contribute to any increased probability of trace issues. Since the complaint is unconfirmed and no complaint trend exists, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.